Event description:
The customer reported that the system had an intermittent loss of live images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor cable and the display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.